Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges pain, discomfort and soreness. Doi: (B)(6) 2010; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data g7: this correction is being submitted to correct the sequential numbering for the follow up report #2. Follow up #1 submitted on (B)(6) 2018 should have been submitted as follow up #1. Follow up # 3 submitted on (B)(6) 2018 should have been submitted as follow up #2. Follow up # 4 submitted on (B)(6) 2018 should have been submitted as follow up #3. Follow up # 5 submitted on (B)(6) 2018 should have been submitted as follow up #4. Although it appears there are gaps in the sequential follow-up numbers, there are no missing reports.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.